Event description:
It was reported that a patient underwent removal of a melanoma on (B)(6) 2013 and suture was used. Approximately 2 months post operative, the patient presented with a tissue reaction of inflammation. No addition information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.